Event description:
The customer reported that the s8-3t transducer was exhibiting poor image quality during clinical use. However, the procedure was completed with the same transducer. The issue did not affect pt outcome. No pt or user has been harmed as a result of this event.

Manufacturer narrative:
(B)(4). Though requested, the s8-3t has not yet been received for further eval. Additional info will be provided once the device is returned and eval is completed.